Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 355531, lot# n348864, implanted: (B)(6) 2012, product type: screening device; product ID 3550-39, lot# n346372, implanted: (B)(6) 2012, product type: accessory; product ID 3778-60, serial# (B)(4), product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported a month later that the last time the patient charged was months ago prior to an overdischarge. The last time the patient felt stimulation was months ago. It was unknown what error code accompanied the por. The cause of the por was the patient did not use the implantable neurostimulator (ins). The patient experienced shocking throughout the body. A trickle charge was started to stop the shocking; the shocking immediately stopped then. It was unknown how the patient was doing.

Event description:
An overstimulation sensation was reported. The patient had been doing a physician mode recharge (pmr) at home. The patient saw a power on reset (por) message and then overstimulation. Additional information has been requested to obtain any troubleshooting or interventions required and patient outcome. If additional information is received, a follow-up report will be sent.